Event description:
It was reported that this pacemaker exhibited oversensing of noise on the atrial channel. Additionally, atrial intrinsic amplitude was noted to be out of range. Technical services (ts) recommended further review. No adverse patient effects were reported. At this time, this device system remains in service.